Manufacturer narrative:
During the eval of the device at the manufacturer's service center, the device's lcd display was found to be damaged. The damage was consistent with the device being dropped. Device has been evaluated by the manufacturer; however, the components have not been replaced pending customer approval of the estimate.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.